Manufacturer narrative:
A2: patient age not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted due to dyspnea on (B)(6) 2024. When the patient was admitted, their international normalised ratio (inr) was 1.6. The patient received a low dose inr therapy. Log files were analyzed, and the left ventricular assist device (lvad) worked as expected. It was noted that on (B)(6) 2024 during a standard follow-up in clinic, the pump speed had been increased from 5500 to 5700 and an echocardiogram (echo) was performed; no abnormalities were seen on that echo. The echo showed signs of an outflow graft (ofg) stenosis. A computed topography angiogram (cta) was performed to confirm, and the cta showed stenosis in the area of the bend relief. Surgical exploration was done. An extrinsic outflow graft obstruction (eogo), about 10cm in length, was found between the ofg and the bend relief and was removed. The lvad worked as expected and all parameters stayed stable. It was noted that (B)(4) low flows were detected in the log file due to surgical manipulation of the ofg. The lvad was stopped, the ofg was cut and inspected; no thrombus was found inside. The pump was started again, and the patient was admitted in the intensive care unit (ICU) in stable conditions.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) could not be confirmed through this evaluation as no images were submitted and the device remains in use. Review of the submitted log files confirmed low flow alarms and a pump stop. Per the account, these events occurred during a surgical procedure while manipulating the outflow graft to remove the eogo and the intentional stopping of the pump to inspect the inside of the outflow graft (ofg). Additionally, a direct correlation between the device and the reported dyspnea and low international normalized ratio (inr) could not be conclusively established. The submitted controller event log file contained events from 27feb2024 through 08mar2024. Low flow alarms and an intentional pump stop were observed on (B)(6) 2024, which were consistent with the reported surgical manipulation of the ofg to remove the eogo, and the intentional stopping of the pump to inspect the inside of the ofg. No other notable events or alarms were captured. Prior to and immediately following the intentional pump stop event, the pump appeared to function as intended at the stored patient speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 states that the pump stop button can be used to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1 then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿, provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide information on system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.